Event description:
It was reported that the insulin pump had frequently no or intermittent response by button presses on all buttons during normal device use. The caller stated that the device had not been dropped or exposed to moisture. The customer's blood glucose was 146 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and a request was made to return the device for analysis.

Manufacturer narrative:
The insulin pump buttons all responded properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.